Event description:
It was reported that during an intervention, the 3.50 x 15mm trek balloon dilatation catheter was advanced to the lesion without issue and successfully inflated; however, upon removal, the balloon was fully deflated, but appeared to change shape and was difficult to remove from the vessel. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspection was performed on the returned device. There were no damages noted to the balloon; thus, the reported failure to fold (unusual appearance) was not confirmed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.